Event description:
The reporter stated that during a surgical procedure, when the surgeon tried to implant it, the implant broke on insertion.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.